Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that difficulty in catheter removal occurred. The chronic totally occluded target lesion was located in the mid left anterior descending artery (lad). A 3.00mmx20mm synergy ii stent was advanced but the device had difficulty in crossing the lesion. Following stent deployment, the balloon of the stent delivery system (sds) was fully deflated, however, upon removal, the balloon became stuck in the stent and pulled the guide catheter into the proximal lad. The physician then removed the guide catheter with the sds as one unit and the procedure was completed. No patient complications were reported and the patient's status was fine.